Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.547" x 0.086" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, it was indicated that the load on the blade must be reduced. The harmonic ace instrument could not be used even after adjusting the tissue being gripped. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: no broken pieces are missing inside the patient's body. When the instrument was used inside the patient's body, the instrument did not break, and the broken pieces did not fall into the patient's body. The instrument broke after being removed from the body. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.